Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support and reported that they had peritonitis and were in the hospital. Upon follow up, the pdrn stated the patient was experiencing symptoms of nausea and vomiting. As a result, the patient went to the hospital on (B)(6) 2023 and was admitted. During hospitalization a pd culture was obtained which grew staphylococcus bacteria (species not provided) and the patient was diagnosed with peritonitis. The patient was treated with unspecified antibiotic therapy and continued pd in the hospital. The patient was discharged on (B)(6) 2023 continuing pd with the same cycler. The patient is recovering. The pdrn stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The pdrn stated it is suspected the patient had a breach in aseptic technique during the pd exchange. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.